Event description:
While performing the MFR's recommended quarterly test on device batteries, four out of six failed the MFR's battery capacity test. After contacting the MFR they promptly shipped a new battery. After testing the new batteries using the MFR suggested test, two out of four replacement batteries were replaced due to failure of the battery capacity test. The MFR continues to provide new batteries when facility has this problem.